Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the device was investigated on medwatch#: 0001822565-2023-03334. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial procedure. Subsequently, it was reported that two screws fractured. There was no treatment or explant. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2023 -02198 g2: foreign: italy customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product remains implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported in a retrospective study of a patient's initial procedure, that 2 screws were found to be broken with no treatment or explantation needed. It was further reported that the surgeon noted one of the screws was broken during implantation/insertion through the plate. The screw was stable and the surgeon elected to leave it in the bone. No additional information is available.